Event description:
It was reported that during a prostate procedure, the device produced a permanent tone after a few minutes. No further info available.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact, during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process.